Manufacturer narrative:
D6a - this field was inadvertently filled in for the initial report. This product is not implanted. Manufacturer's investigation conclusion log files related to a patient death investigation were submitted for review the review of data recorded in the provided log files revealed a pump stop event related to fully depleted batteries. The event log file data recorded from 01jun2023 to 02jun2023. The first recorded entry (01jun2023 at 11:01) revealed that the system was operating with no active alarms, powered by 14v batteries. The system operated with no active alarms until 02jun2023 when at 00:11 a low battery advisory alarm became active. The alarm was associated with the battery connected to the white power cable being depleted. The system continued to operate with an active low battery advisory alarm until 02:48 when the battery connected to the black power cable was also depleted resulting in the low battery advisory alarm to progress to a low battery hazard alarm. The system controller activated a power save mode and the actual pump speed decreased to the patient low speed (from 5100 to 4900 rpm). The data captured at 03:22 indicated that both batteries were depleted, and the system controller activated a no external power alarm. The system continued to operate until 05:29 when the emergency backup battery (ebb) was depleted and was not able to support the pump. The pump stopped and approximately 3 minutes later, at 05:32 the system controller turned off. The log file contained few additional entries and the recorded data appeared consistent with the process of retrieving the log files. The periodic log file contained events recorded from 22may2023 to 02jun2023 and it was set to record data every one hour. The recorded data revealed that from 22may2023 until 26may2023 the system was powered by 14v batteries during the day and connected to an mpu during the night. The data captured on 26may2023 at 10:06 revealed the system was powered by 14v batteries and operated while connected to batteries until 27may2023 when around 8:06 a low power advisory alarm, associated with the battery connected to the black power cable being depleted, became active. The entry captured at 10:06 revealed the alarm was cleared and the associated voltage levels indicated that fully charged batteries were connected. The system continued to operate on batteries when the data captured between 22:06 and 23:06 revealed that system was disconnected from batteries and connected to an mpu. The system was connected again to batteries between 13:06 and 14:06 on 28may2023. The voltage levels captured from 28may2023 to 31may2023 indicated that the mpu powered the system during the night and 14v batteries during the day. The data captured on 31may2023 between 09:06 and 10:06 indicated that the system controller was connected to 14v batteries, and the system operated on batteries until 01jun2023 when between 02:06 and 03:06 the batteries were exchanged with fully charged batteries. The system operated while connected to 14v batteries until 02jun2023 when the batteries were fully depleted consistent with the data captured in the event log file. The log file data also revealed that the ebb use counter was 116 at the beginning of the log file and increased to 117 when the 14v batteries were depleted. The events leading up to the ebb use count increase to 116 were not captured in the log file. A periodic log file, retrieved from system controller; serial number (B)(6) was reviewed and the log file did not contain any events. In conclusion, the system controllers were not returned for evaluation and a full functional evaluation was not performed; however, the data contained in the log files indicated that the system functioned as intended and the pump stop event captured at the end was related to fully depleted battery power. The instructions for use (IFU) indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. As a result, the file will be closed with no further action and if any device is returned for evaluation, the investigation file will be reopened to address any findings. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, rev d, indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number: (B)(6), returned for evaluation, was functionally tested and was found to function as intended. Visual inspection of the system controller was unremarkable. The backup battery compartment was opened, and it was confirmed that the battery was properly connected to the ribbon cable connector (fully inserted). The backup battery was identified with a serial number: (B)(6) (manufacturing date: 06sep2021). Visual inspection of the audio transducers revealed a small amount of foreign debris. The backup battery output was measured and it was 0v (indicating fully depleted battery). The system controller was connected to a test power module patient cable, test power module, and test system monitor and a ¿charging¿ message was displayed on the controller¿s screen, indicating the backup battery is charging. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The backup battery was charged during testing, the controller¿s power cables were disconnected from the external power source and the system successfully operated only supported by the backup battery. The sound pressure level of the side and back audio transducers of the returned system controller were measured with a sound level meter from a distance of 10 cm from the transducers. Both audio transducers produced a sound level greater than 90 dba. Design input requirements for hm3 controller specifies that each speaker is capable of at least 85 dba from a distance of 10 cm from its surface. The data contained in the event and periodic log files retrieved from the system controller was identical with the data recorded in the originally submitted log files. The event log file data recorded from 01jun2023 to 02jun2023. The first recorded entry on (B)(6) 2023 at 11:01) revealed that the system was operating with no active alarms, powered by 14v batteries. The system operated with no active alarms until on (B)(6) 2023 when at 00:11 a low battery advisory alarm became active. The alarm was associated with the battery connected to the white power cable being depleted. The system continued to operate with an active low battery advisory alarm until 02:48 when the battery connected to the black power cable was also depleted resulting in the low battery advisory alarm to progress to a low battery hazard alarm. The system controller activated a power save mode and the actual pump speed decreased to the patient low speed (from 5100 to 4900 rpm). The data captured at 03:22 indicated that both batteries were depleted, and the system controller activated a no external power alarm. The system continued to operate until 05:29 when the emergency backup battery (ebb) was depleted and was not able to support the pump. The pump stopped and approximately 3 minutes later, at 05:32 the system controller turned off. The log file contained few additional entries and the recorded data appeared consistent with the process of retrieving the log files. The periodic log file contained events recorded from 22may2023 to 02jun2023 and it was set to record data every one hour. The recorded data revealed that from on (B)(6) 2023 the system was powered by 14v batteries during the day and connected to an mpu during the night. The data captured on (B)(6) 2023 at 10:06 revealed the system was powered by 14v batteries and operated while connected to batteries until on (B)(6) 2023 when around 8:06 a low power advisory alarm, associated with the battery connected to the black power cable being depleted, became active. The entry captured at 10:06 revealed the alarm was cleared and the associated voltage levels indicated that fully charged batteries were connected. The system continued to operate on batteries when the data captured between 22:06 and 23:06 revealed that system was disconnected from batteries and connected to an mpu. The system was connected again to batteries between 13:06 and 14:06 on (B)(6) 2023. The voltage levels captured from on (B)(6) 2023 indicated that the mpu powered the system during the night and 14v batteries during the day. The data captured on (B)(6) 2023 between 09:06 and 10:06 indicated that the system controller was connected to 14v batteries, and the system operated on batteries until on (B)(6) 2023 when between 02:06 and 03:06 the batteries were exchanged with fully charged batteries. The system operated while connected to 14v batteries until on (B)(6) 2023 when the batteries were fully depleted consistent with the data captured in the event log file. The log file data also revealed that the ebb use counter was 116 at the beginning of the log file and increased to 117 when the 14v batteries were depleted. The events leading up to the ebb use count increase to 116 were not captured in the log file. In conclusion, the returned system controller was functionally tested and was found to function as intended. All audio and visual signals were verified during the test. Both audio transducers were confirmed to be functional and within the required specifications. The data contained in the log files indicated that the pump stop event captured at the end was related to fully depleted battery power. The instructions for use (IFU) indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, rev d, indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03809. It was reported that the patient passed away. The patient was found to be connected to the system controller on battery power. The heartmate 3 system controller was found to not be functioning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.